Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s devices were removed two years ago because it was not working, thus giving the patient pain. No further complications were reported or anticipated.